Manufacturer narrative:
Additional information was received on 6/7/2019. The event date has been updated to (B)(6) 2016. The patient's age at the time of the event has been updated to 38. The device was explanted on (B)(6) 2019. All reported symptoms were stated to have improved. Is other serious-uncheck. Is required intervention-check. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5/7/2019 mentor became aware that the initial report submitted on this same date had a portion of section b that was erroneously omitted. The following correction has been made. 2. Is other serious-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/7/2019 mentor became aware that supplemental report submitted previously on this date erroneously omitted the due date. The due date of this report was 6/6/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with 445cc mentor memorygel breast implants experienced fatigue, brain fog, memory loss, muscle pain, joint pain, premature aging, weight gain, inflammation, vision changes, hormone imbalance, low libido, irritable bowel syndrome, hot flashes, daily migraines, heart palpitations, burning sensation under the skin in both breasts, fibromyalgia, arthritis, and random breast soreness. There is no information indicating this case was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-11258 for contralateral prosthesis report.